Event description:
It was reported that a tip detachment occurred. The target lesion was located in the right coronary artery. A rotawire drive was selected for use. During the procedure, the wire was opened and placed into the body, however it was not visible on the fluoro, so the wire was pulled out and it was discovered that the .014 tip was not there. It was discovered on the table and had not gone inside the patient. The procedure was completed with a new wire. There were no patient complications reported post procedure.

Manufacturer narrative:
The device was returned and evaluated by the manufacturer. Visual and microscopic inspection revealed that the distal tip was found detached.

Event description:
It was reported that a tip detachment occurred. The target lesion was located in the right coronary artery (rca). A rotawire drive was selected for use. During the procedure, the wire was opened and placed into the body, however it was not visible on the fluoro, so the wire was pulled out and it was discovered that the .014 tip was not there. It was discovered on the table and had not gone inside the patient. The procedure was completed with a new wire. There were no patient complications reported post procedure.